Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they turned the ins off before the MRI; they had issues getting it to sync prior to the MRI but did get it to communicate successfully. However, following the MRI, they could not get the patient controller to communicate with the ins. Troubleshooting was not possible at the time because the healthcare provider was not with the patient, but it was noted that they would follow up with the patient and have them try communicating with just the controller, no antenna. There were no patient complications reported as a result of this event.